Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2018.

Manufacturer narrative:
Updated data. This report is submitted on september 25, 2018.